Event description:
Pt presented to emergency department from outpt hemodialysis facility due to a non-functioning hemodialysis catheter. Investigation revealed a small crack on the blue port of the catheter. The tunneled right internal juglar dialysis catheter was removed over a wire and replaced with a similar long-term hemo dialysis catheter.